Event description:
It was reported that the tenaculum forceps instrument wire was noted to be broken prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken completely and the pitch down cable was frayed. The broken cable segment that contained the crimp was still installed inside the clevis. The clevis did not exhibit any damage or wear marks. The frayed cable strands stuck out at the wrist. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .021 - .038 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.